Manufacturer narrative:
Device not returned.

Event description:
It was reported that device had no radio frequency telemetry connection. During an in clinic visit, it was observed that patient¿s device had limited telemetry connection after using two separate radio frequency antennas. Upon review of the session records a radio frequency telemetry internal error was noted. It was recommended to either restore the firmware or the patient can use an inductive transmitter. Patient opted for an inductive telemetry for merlin.net transmission device interrogation. Patient was stable and no adverse events were reported.